Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to patient having non-ischemic cardiomyopathy. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to patient having non-ischemic cardiomyopathy. No additional adverse patient effects were reported. Additional information from the field indicates that the patient had issues with dislodgement and had multiple revisions done. The lead will not be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information to capture b5 summary of event and h6 device codes.